Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. Three separate images were submitted within one photo for review. Image #1 (top left) is broad parallelepiped of moderate magnification focused at the level of the iol. Dense deposition of small round particulates are present throughout the illuminated surface of the iol. Coloration is difficult to ascertain, but the description as pigment as noted clinically is consistent with the image. Image #2 (top right) is a slightly broader parallelpiped than image #1, also of moderate magnification focused at the level of the iol. Dense deposition of small round particulates are present throughout the illuminated surface of the iol. Coloration is difficult to ascertain, but the description as pigment as noted clinically is consistent with the image. Image #3 (bottom left) is essentially equal to image #1. No root cause of the pigment can be ascertained from the images. Video review: one video was submitted for review. The video captured a single cataract surgery and was just over 10 minutes in length. Overall, the video is unremarkable. Orientation marks were placed at the limbus at the beginning of surgery at 12:00 and 6:00 as a toric iol was to be implanted. Once inserted the standard toric markings were visible on the iol. The iol appears clear with no deposits or additional markings or defects. Based on our observation of the attached photo/video, it appears that pigment adhesion is present. A definitive determination of the iol condition cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the pigment adhesion was confirmed during postoperative examination. The customer considered that the pigment derived from the iris and was considered not inflammatory, the involvement of the company lens material was suspected. Additional information has been requested.